Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 10/24/2024, an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 10/24/2024. The user experienced a low blood glucose event that resulted in a loss of consciousness and a fall, causing them to hit their head. The user reported they woke up in the morning feeling weak and shaky when they went to the kitchen, and their knees gave out, leading to the fall. The lowest recorded blood glucose level during this event was 39 mg/dl, and it took about 75 minutes for the user's blood glucose to return to normal. The user used juice, a rescue inhaler, and nasal spray as backup therapy. Although no professional medical intervention was required, the user's wife assisted with administering treatment since the user was unable to do so themselves. This is the first of two low bg events reported for this user. This medwatch report details the low bg event on 10/24/2024. A medwatch report detailing the second low bg event on 10/15/2024 is submitted on MFR report#: 3019004087-2024-00617.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. On the days leading up to the event, there was one day ((B)(6) 2024) of no meal announcements followed by a day of excessive meal announcements on (B)(6) 2024. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and event data, the ilet operated as intended. This hypoglycemic event was likely due to increased correction insulin dosing as a result of maladaptive behaviors from missed meal announcements and excessive meal announcements on days leading up to the event. Alerts on the event date were not acknowledged likely further contributing to the severity of this event.